Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high pacing thresholds. Technical services (ts) reviewed the device data and provided recommendations to increase to maximum output the lv offset. No adverse patient effects were reported. This lv lead remains in service.